Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported presence of undue substance on the needle tip. The item did not reach patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present in device is confirmed; however, the exact cause could not be determined. One 20g x 19mm miniloc infusion set and three photographs were returned for evaluation. An initial visual observation revealed use residue in the sample. The safety mechanism was not engaged. A translucent material was observed on the needle canula. A microscopic observation revealed the translucent material on the needle appeared to be irregular and somewhat fibrous, resembling a gel-like residue. It has a shiny surface, suggesting it could be a dried or semi-solidified adhesive. These findings suggest that the material could have been smeared or accumulated during handling or manufacturing; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.